Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedances and was explanted and replaced as a result. Ra impedances issues were still present, so the implantable pulse generator (ipg) was subsequently explanted and replaced and as a result, parameters were normal. It was also reported that the right ventricular (rv) lead had dislodged and was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with severe explant damaged. Many cuts on the outer insulation, and a large amount of blood ingress on the proximal conductor. The lead resistance and continuity test results were passed electrically. There was blood observed inside the distal conductor, destructive analysis was performed. The analyst was confirmed that the blood in the distal conductor was enter through the is-1 pin, no inner insulation breach was observed. No conductor fracture or insulation breach in vivo was observed. Nothing found that relate to the electrical complaints. If information is provided in the future, a supplemental report will be issued.